Event description:
During revision surgery, fracture occurred at the proximal screw hole of the distal holes of the art nail.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.